Event description:
Per the clinic, the patient experienced an infection (abscess) at the implant site (date not reported). Subsequently, the patient underwent a surgical drainage procedure of abscess and was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on july 15, 2024 was filed inadvertently. There was no infection as the patient only developed otitis media which is not cochlear device related. There was also no surgical intervention, antibiotic administration, explantation nor serious injury that has occurred.